Event description:
Caller reported experiencing cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Customer successfully restarted their sensor session after technical support provided a complete pump reset guide and walked the caller through the process, which resolved the error.